Event description:
Philips received a complaint on the heartstart xl device indicating that the defibrillation test failed.

Manufacturer narrative:
Phone daddy: (B)(6).

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information regarding cause and resolution, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time.